Manufacturer narrative:
(B)(4). The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of the lvad as outlined in the instructions for use. These types of events may be related to the device support and required anticoagulant therapy. The instructions for use (IFU) addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. This patient's presentation with an inr above the recommended range is an identified contributing factor. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
Information was received from the hospital that this patient was admitted with a gastrointestinal bleed. Stools were heme positive; but the source was not identified. The patient was transfused with five (5) units of prbcs. The patient was discharged without further complications related to the bleed.